Event description:
The customer reported there were no audible alarms and no qrs tone on the mx450 monitor. The device was not in clinical use at the time of the event. No report of patient or user harm.